Event description:
This nurse was notified this am that patient had " a piece" of the IV cannula left in his forearm from yesterday when the nurse discontinued. Int. Documentation states "cath in 3 pieces". Drs notified that there is apparent piece of the cannula left in this patient.